Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reports suction issue with a pt interface. Pt was moved to a different laser, to create flaps. No pt harm or injury was reported.